Manufacturer narrative:
Added: d3. Corrected: d4 (serial & catalog), h3. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event/ minor bleed: the cause of the bleeding was not determined due to lack of clinical details, no product defect found during evaluation.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp device was inserted via the left femoral artery in a 71-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage¿d. Bleeding was noted around the impella sheath and resolved after manual pressure was applied. After being moved off the procedure table and onto their bed, the patient went into ventricular tachycardia (vt) and was defibrillated twice before converting back to normal sinus rhythm (nsr). The patient survived to explant. Tachycardia may be due to the patient¿s underlying acute myocardial infarction and cardiogenic shock, as well as procedural movement and critical illness.